Event description:
The patient reported experienced sound quality issues and poor performance. It was also discovered that the patient has a cholesteatoma in the implanted ear. Revision surgery will be scheduled to explant the device and remove the cholesteatoma.